Event description:
It was reported that the customer had a blood glucose level of 511 mg/dl. The customer stated her infusion set came out and she reinserted it without a needle. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).